Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, two broken screws were discovered during a post-surgery follow-up on (B)(6) 2023. Feedback from the surgeon indicates the patient prematurely returned to playing ice hockey and was non-compliant. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to breakage of the screw and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, two broken screws were discovered during a post-surgery follow-up on (B)(6) 2023. No other patient outcomes were reported as a result of this event.